Event description:
I am a breast cancer survivor who was reconstructed using the recently recalled textured breast implants. I had been symptomatic for 2 years prior to your announcement. Started as pain in the right breast, however, an MRI conducted in 2017 was inconclusive. Symptoms progressively worsened until explanation (B)(6) 2019. I would like to be included in any studies that are currently being done, in an effort to help others. FDA safety report ID# (B)(4).